Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
A chest drain insertion procedure was being performed on the (B)(6) female patient; with pre-existing condition of pneumothorax. Upon insertion of the needle, it went through to the heart. The patient had cardiac surgery as a result of this occurrence. No additional information has been provided regarding patient outcome.

Manufacturer narrative:
(B)(4). Investigation - a review of the complaint history, instructions for use (IFU) and quality control (qc) was conducted for the purpose of this investigation. The fuhrman pleural/pneumopericardial drainage set was not returned for investigation. Lot number is unknown, therefore no manufacturing record could be reviewed. The fuhrman pleural/pneumopaereicardial drainage set IFU states under intended use that 'standard seldinger techniques for placement of needles, wire guides, dilators and catheters should be employed. The IFU also states under precautions that "the procedure may require two dimensional echocardiographic guidance or fluoroscopic control to closely monitor the heart during placement into the pericardial space". There is no evidence to suggest the product was not manufactured to current specifications. We will continue to monitor for similar complaints have notified the appropriate personnel of this event. Based on this evaluation, the user failed to follow the IFU.

Event description:
A chest drain insertion procedure was being performed on the (B)(6) female patient; with pre-existing condition of pneumothorax. Upon insertion of the needle, it went through to the heart. The patient had cardiac surgery as a result of this occurrence. Additional information provided regarding the event: in this incidence the clinician advanced the needle too far into the patient's chest piercing the heart, which lead to the patient needing emergency cardiac surgery. A section of the device did not remain inside the patient's body. The initial reporter raised concerns over normality of needle & dilator.